Event description:
Guidewire perforation during implant attempt, patient died approximately two weeks later. Cod listed as hypertension atherosclerotic, cardiovascular disease, and coronary sinus perforation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).